Event description:
Manufacturer's representative reported patient infection at the pump pocket location approximately 5 days post pump implant. Patient returned to surgery, the pump was removed from the pocket and cultures were taken. The pump and pump pocket were irrigated with antibiotic solution and then the pump was replaced back into the same pocket. The intrathecal catheter remained implanted. At the time of this report, the patient outcome was not reported. A follow up report will be sent if additional is received.